Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell one of peritoneal dialysis therapy. It was determined that the patient's fill volume was 1500 ml and the drain volume was 3276 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.